Event description:
Reportedly, a 30mm annuloplasty ring was explanted after an implant duration of 28.57 months due to mitral regurgitation. The customer reported that a cosgrove (B)(4) was implanted for mitral valvuloplasty (mvp) to correct mitral regurgitation (mr) on 14 apr 2009. Aortic valve replacement, tricuspid annuloplasty and maze procedure were performed and magna (B)(4) and cosgrove (B)(4) were implanted during the same operation. There was no problem at the implant surgery. On (B)(6) 2011, cosgrove (B)(4) was explanted and replaced with a 25mm valve. Customer commented that this explant was not expected but not device related. No additional patient information has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation as it has been discarded by the hospital. Conclusion: this event was reported on the basis that the explant of this device after having been implanted for some time is considered an injury - not a malfunction of the device. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to a product malfunction. In this case, the surgeon has disassociated the device stating that this was not device related. More than likely, this explant was due to the progression of the disease affecting the native valve which caused the regurgitation. However, without additional information or return of the device from the health care provider, we are unable to conclusively determine the root cause for explant of this device.